Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The helix length was measured within specifications. Electrical testing and visual examination were normal with no anomalies found.

Event description:
It was reported that the patient attended a follow-up visit at the clinic, where an x-ray confirmed that the right ventricular left bundle pacing (rvlbp) lead had dislodged. The rvlbp lead was explanted and replaced. The patient remained in stable condition.